Event description:
A peritoneal dialysis (pd) patient contact (B)(6) contacted (B)(6) customer service to report that the paper tape when used irritates the skin where it irritated the exit site. The patient contact (B)(6) wanted customer service to know and to see if the clinic can change the tape to transparent tape that does not irritate the patients skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)